Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge did not fit onto the pump which resulted in the cartridge dislodging from the pump. Customer reported seeing damage on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to alternate insulin therapy.